Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that the blood pump from a 2008t hemodialysis (hd) machine was not pumping blood. It was also reported that the machine was displaying a venous pressure alarm. The biomed stated the blood pump was turning, but it was not pumping blood. As a result, they were unable to return blood in the venous blood line during a patient¿s treatment. Additional information was obtained through follow up with the biomed and clinical manager (cm). The cm from the facility stated the event happened approximately 3-hours into a patient¿s 4-hour scheduled hd treatment. The machine began alarming with a venous pressure alarm. The operator had just administered medication to the patient when this occurred. Afterwards, it was noted that the venous transducer became wet with blood. Per the cm, it was not unusual for this to occur and the transducer was subsequently changed. Shortly afterwards, the machine started alarming again (with a venous alarm). It was then noted that the tubing was no longer properly seated through the blood pump, so the operator reseated it. The operator also noticed that the patient's blood was not moving. Despite the blood not moving, it was confirmed there was no clotting. The operator tried pushing saline through the lines with no success. The blood pump was spinning as if it was working, but the blood wasn't moving. At this time, the treatment was ended and the patient's blood was returned from the arterial side of the lines. Blood from the venous side could not be returned. The patient's estimated blood loss (ebl) was 100 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient elected not to complete their treatment. There were no adverse effects due to this decision. It was confirmed by the cm that there had been no changes in pressure, and no changes to the patient¿s blood flow rate. The combi set bloodlines were inspected and it was confirmed that there were no issues with them. The machine was pulled from service for further evaluation. The machine was tested by the biomed and no problems were found during testing. The biomed said the rotor pressure was tested per instructions outlined in the preventive maintenance (pm) procedures and results were found to be within specification. There were no alarms during the testing. The biomed attached an unused combi set bloodline to the machine and it seemed to run just fine. The machine ran for 4+ hours and it was confirmed the pump was pulling fluid. However, the biomed did notice that the motor was spinning off center just a tiny bit. They said the center had "a tiny bit of a wobble, up and down". The biomed did not have a spare rotor in stock, so they were not planning to replace it. They spoke with the cm about this as well as the area technical operations manager (atom), and both of them were comfortable with this decision. No parts were available to be returned for evaluation as none were replaced. The biomed said the machine is available to be returned to service.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that the blood pump from a 2008t hemodialysis (hd) machine was not pumping blood. It was also reported that the machine was displaying a venous pressure alarm. The biomed stated the blood pump was turning, but it was not pumping blood. As a result, they were unable to return blood in the venous blood line during a patient¿s treatment. Additional information was obtained through follow up with the biomed and clinical manager (cm). The cm from the facility stated the event happened approximately 3-hours into a patient¿s 4-hour scheduled hd treatment. The machine began alarming with a venous pressure alarm. The operator had just administered medication to the patient when this occurred. Afterwards, it was noted that the venous transducer became wet with blood. Per the cm, it was not unusual for this to occur and the transducer was subsequently changed. Shortly afterwards, the machine started alarming again (with a venous alarm). It was then noted that the tubing was no longer properly seated through the blood pump, so the operator reseated it. The operator also noticed that the patient's blood was not moving. Despite the blood not moving, it was confirmed there was no clotting. The operator tried pushing saline through the lines with no success. The blood pump was spinning as if it was working, but the blood wasn't moving. At this time, the treatment was ended and the patient's blood was returned from the arterial side of the lines. Blood from the venous side could not be returned. The patient's estimated blood loss (ebl) was 100 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient elected not to complete their treatment. There were no adverse effects due to this decision. It was confirmed by the cm that there had been no changes in pressure, and no changes to the patient¿s blood flow rate. The combi set bloodlines were inspected and it was confirmed that there were no issues with them. The machine was pulled from service for further evaluation. The machine was tested by the biomed and no problems were found during testing. The biomed said the rotor pressure was tested per instructions outlined in the preventive maintenance (pm) procedures and results were found to be within specification. There were no alarms during the testing. The biomed attached an unused combi set bloodline to the machine and it seemed to run just fine. The machine ran for 4+ hours and it was confirmed the pump was pulling fluid. However, the biomed did notice that the motor was spinning off center just a tiny bit. They said the center had "a tiny bit of a wobble, up and down". The biomed did not have a spare rotor in stock, so they were not planning to replace it. They spoke with the cm about this as well as the area technical operations manager (atom), and both of them were comfortable with this decision. No parts were available to be returned for evaluation as none were replaced. The biomed said the machine is available to be returned to service.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.